Event description:
Boston scientific received information that during the implant procedure, this pacemaker and associated right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms. The lead was tested in the unipolar configuration and the impedance remained less than 200 ohms. The lead was tested on the pacing system analyzer (psa) and the impedance measurement was 500 ohms. A new device of the same model was connected to the rv lead and the pacing impedance measurement was 550 ohms. This rv lead and the second pacemaker remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.